Event description:
Boston scientific received information that there was oversensing of noise leading to pacing inhibition and greater than two seconds of asystole on the pace sense channel. Noise was also noted on the shocking channel. It was noted that the patient had a competitive rv lead for the pace sense lead. It was also noted that pacing impedances have been variable. Upon review of the arrhythmia logbook, oversensing of noise leading to pacing inhibition and greater than two seconds of asystole had been occurring for the last seven months. Boston scientific technical services (ts) was consulted and suggested bringing the patient into the clinic for additional testing. The field representative noted that the physician was considering performing a non-invasive programmed stimulation (nips) procedure, however one had not been scheduled to date. An email was sent to the field representative in an attempt to obtain resolution to this issue. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a non-invasive programmed stimulation (nips) procedure was successfully performed. It was also noted that isometric exercise did create some noise on the rv pace sense and shock channels, however, the noise wasn't substantial enough to be sensed by the device. Subsequently the physician concluded that the noise was likely from equipment the patient was using on his property. The physician advised the patient to exercise more caution when operating equipment, and he re-programmed sensitivity to 1.0 mv. No additional adverse patient effects were reported.